Manufacturer narrative:
After further evaluation the suspect medical device was changed from alinity I processing module (list number 03r65-01) to the alinity I rhtlv-I/ii (list number 07p61) which is not distributed in the us and does not have a similar us product and list numbers alinity I anti-hbc ii (list number 07p84), alinity I hiv ag/ab combo (list number 08p07-21), alinity I syphilis tp (list number 07p60-21/31). These assays are not approved for transplant/blood screening; therefore, the incident is no longer a reportable event. H3 other text : after further evaluation the suspect medical device was changed from alinity I processing module (list number 03r65-01) to the alinity I rhtlv-I/ii (list number 07p61) which is not distributed in the us and does not have a similar us product and list numbers alinity I anti-hbc ii (list number 07p84), alinity I hiv ag/ab combo (list number 08p07-21), alinity I syphilis tp (list number 07p60-21/31). These assays are not approved for transplant/blood screening; therefore, the incident is no longer a reportable event.

Event description:
The customer observed falsely elevated alinity I htlv-I/ii ,alinity I syphilis tp, alinity I hiv ag/ab combo, alinity I anti-hbc ii results for multiple samples. Results provided: sid: 32204133 - hepatitis b core: serum initial value: 0.994 s/co (non-reactive), repeat result = 1.444 s/co (reactive), plasma = 0.056 s/co (non-reactive). Sid: 32204137 syphilis: initial serum = 1.189 s/co (reactive), repeat = 0.213 s/co (non-reactive), plasma= 0.035 s/co (non-reactive). Patient 2 hiv 19 s/co, 10 s/co, repeat results = 0.05 s/co and 0.06 s/co. Patient 3 hiv 8.1 s/co, 20 s/co, repeat result = 0.06 s/co. Patient 4 hiv 24 s/co, 49 s/co, repeat result = 0.05 s/co htlv initial results = 2.7, 21 s/co, repeat result = 0.11 s/co sid 32204252 hiv initial result = 38.275 s/co, repeat serum result = 2.085 s/co, repeat plasma result = 0.072 s/co htlv initial result = 5.255 s/co, repeat serum result = 1.562 s/co, repeat plasma result = 0.104 s/co sid 322042712: hiv initial result = 2.435 s/co, repeat results = 24.378 s/co, 0.056 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Completed information for patient identification: sids: (B)(6).